Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The proximal and distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. There was blood on the proximal and distal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically melted but not breached. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient presented to the hospital due to an alert from their device. During the replacement procedure for a damaged lead this lead had to be replaced as well. The leads had visible damage possibly caused during the procedure no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: 5072 implantable pacing lead; d364trg implantable cardioverter defibrillator. (B)(4).